Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump dispensed all the insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple "no cartridge detected" warnings on the reported event date. During evaluation, the pump was unable to detect the cartridge during the "load" step. The force sensor was found to be out of calibration and there was contamination and moisture found on the force sensor assembly. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed and corrosion was found on the bt1 internal battery. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the contrast keypad button was found to be unresponsive; the contrast button has no affect on insulin delivery function. All other keypad buttons were found to be responsive to user input. The keypad was found to be peeling around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad cover was removed and contamination was found under all key contacts.